Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the surgeon attempted to flush the catheter prior to insertion and resistance was felt in the lumen and the catheter could not be flushed. The procedure was completed using a new device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 6.6 fr s/l broviac catheter w surecuff was returned for evaluation. Functional, gross visual and microscopic visual, and tactile evaluations were performed. The investigation is inconclusive for failure to infuse, as it cannot be determined when the device was separated into multiple pieces and if sutures were present on the device at the time of the event. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, and contraindications) showed that the product labeling is adequate

Event description:
It was reported that the surgeon attempted to flush the catheter prior to insertion and resistance was felt in the lumen and the catheter could not be flushed. The procedure was completed using a new device. There was no reported patient injury.